Manufacturer narrative:
Philips service recalibrated the x-ray tube and replaced the lithium battery. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an x-ray tube adaptation calibration error caused system downtime on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.